Event description:
Introducer was placed in a subclavian position. After placement of the introducer, it was noted infusate extravasated into tissue. The introducer was removed and infusate required drainage.